Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly the customer entered the pump settings incorrectly. Customer gave a correction bolus via the pump to address bg. Customer updated their settings to address the event.